Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that approximately 5mls of medication leaked at the y-site and texium connection. There were no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage at the attachment of a texium-bonded secondary set to the y-site of another set was confirmed. Microscopic inspection of the texium valve showed no discernible damage or abnormalities. Functional testing resulted in no leaking. Pressure testing confirmed a leak at the texium-to-smartsite connection. The root cause was not identified.